Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronics assembly. The insulin pump also had moisture damage to the motor, battery tube, keypad assembly, and vibrator assembly. The functional testing could not be completed due to the blank display. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the display window, scratched reservoir tube window, reservoir tube cracked, and a cracked case at the reservoir tube window corner.

Event description:
The customer reported via telephone call that the insulin pump got wet while kayaking. The insulin pump gave a continuous battery out limit alarm. The customer took out the insulin and battery and put the insulin pump in a bag of rice. The customer stated no moisture was visible inside of the insulin pump. The act button did not work properly. The customer did not recall the blood glucose reading. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.